Event description:
It was reported that the insertable cardiac monitor exhibited under-sensing problem. No intervention was reported.

Manufacturer narrative:
Further information was requested but not received.